Event description:
The customer reported the ventilator will not power on.the customer reported the device was not in use on patient.

Manufacturer narrative:
The service technician replaced the power management board to address the reported problem.

Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the d37 shorted, c258 burn damage and c258 trace to u50 pin1 open damage on the pm pcba prevented the ventilator to power on.